Event description:
It was reported that during implant attempt, there was sensing difficulty, and ventricular oversensing was observed after the leads were connected to the device and the system was placed in the pocket. This was repeated several times, with oversensing observed only when the device was in the pocket and never outside of the pocket. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the implantable cardioverter defibrillator (ICD) was returned and analyzed. Analysis findings demonstrated there was grommet damage found. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (CAPA (B)(4)) have been implemented to address this issue.